Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion due to calcification and the balloon burst. The procedure was completed with another of the same device. There were no complications reported, and the patient was fine post procedure.